Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had diabetic ketoacidosis and was hospitalized. The blood glucose level was not known. The contact did not have any additional details regarding the event. Multiple attempts were made to retrieve additional information; however, the customer did not reply to the requests.